Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy for device extraction). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: the patient is allergic to nickel. Bilateral salpingectomy was required for device extraction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy for device extraction). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: the patient is allergic to nickel. Bilateral salpingectomy was required for device extraction. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: insertion date added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy for device extraction). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: the patient is allergic to nickel. Bilateral salpingectomy was required for device extraction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy for device extraction). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: the patient is allergic to nickel. Bilateral salpingectomy was required for device extraction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.